Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: review of the black box data revealed no records of power on reset. On investigation, the time and date did not reset to the factory default setting when the battery was removed for less than 24 hours. The pump was opened for investigation and the internal clock battery was found to be able to hold a charge per normal operation. Investigation did not duplicate the alleged time/date reset issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; reset to factory default. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.